Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported event (driveline infection) could not be conclusively determined through this investigation. A study conducted by lausanne university hospital stated that the treatment of end-stage heart failure with a left ventricular assist device (lvad) is a well-established therapy in adult patients. Paracorporeal systems are usually preferred in children because of the size of the lvad. In recent years, the size of continuous-flow pumps has been decreased, allowing for their implantation in children. The study followed a 13-year old boy weighing 59kg (body surface area of 1.7cm^2), with known dilated cardiomyopathy with family history, who was admitted in decompensated heart failure. The patient presented with a severely reduced left ventricular ejection fraction and a type iiib moderate-to-severe mitral regurgitation. The patient¿s left ventricle end-diastolic diameter was 7.7cm and they had an intermacs score of 3. Treatment with levosimendan and milrinone was unsuccessful, and the patient was implanted with a heartmate 3 lvad. The procedure was well tolerated by the patient and the orientation of the lvad was good. Unfractionated heparin was started 6 hours post-implant as a bridge to oral anticoagulation. Aspirin was started on post-operative day 2 and the patient was extubated after 41 hours. The patient¿s recovery was excellent, except for a superficial driveline infection that was treated with antibiotics for 14 days. The patient was eventually transplanted after 11 months with an uneventful recovery. The case study concluded that the heartmate 3 left ventricular assist system is feasible in children and its implantation should be investigated more in children over 20kg and 1.2cm^3. The heartmate 3 left ventricular assist system instructions for use lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. This document also contains information regarding the recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported through the research article ¿implantation of a heartmate 3 in a 13-year-old child with dilated cardiomyopathy¿ identifying that hm3 may be related to driveline infection following the device implantation. This study case evaluated the hm3 implant on a 13 year-old boy with known dilated cardiomyopathy with family history, and admitted in decompensated heart failure. The patient presented severely reduced left ventricular (lv) ejection fraction (19%) and type iiib moderate-to-severe mr. Lv end-diastolic diameter was 7.7 cm (z-score 6.9). Intermacs score was 3. Treatment with levosimendan and milrinone was unsuccessful. The decision was to implant hm3 lvad. The recovery was excellent; however the patient experienced a superficial driveline infection treated by antibiotics for 14 days. Heart transplantation was performed after 11 months with uneventful recovery.